Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly, broken lens haptic was noticed after the lens insertion in the patient's eye. Vitrectomy was performed and sutures were placed. However, incision was not enlarged. A back up lens of unknown model was implanted without an issue. Additional information regarding this event was requested but was not received.

Manufacturer narrative:
The lens was not returned for evaluation. Device history records were reviewed and no discrepancies or anomalies were found. Based on the available information, the root cause of this complaint cannot be conclusively determined. User related factors such as loading or handling techniques and/or procedural factors such as lens and inserter interaction might have contributed to this event.

Event description:
The procedure was performed on patient's left eye.